Event description:
A physician reported neck and back pain while operating the spotfilm device. The pain reportedly occurs when the doctor uses 2 hands to move the spotfilm carriage, specifically during horizontal movements where she must turn her head to view the monitor. The physician describes the resulting pain as a feeling that her nerves are being compressed. Although she had pre-existing arthritis in her neck, this condition was not a problem until she started using the involved system. She is seeing a doctor in relation to this issue and may need surgery to treat this problem. A safety officer at the site checked the unit and stated that it is functioning properly. The involved unit is past end of support and is scheduled to be scrapped.

Manufacturer narrative:
Siemens was originally notified of this issue in 2005. At the time, the issue was deemed not reportable because: system was operating within specs; the reported injury was described as back pain and was not deemed serious since the involved physician had not sought any medical treatment. With this report (submitted 9/13/2007), we received new information that the physician's condition has worsened and that she is now also seeking medical treatment in relation to this issue. Although the system is still performing within specs, this issue is being reported in the abundance of caution.